Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
The customer notified siemens on (B)(6) 2013 that pt treatment and porting for a three (3)-field breast setup with tangents consisting of four (4) segments (field-in-field technique) had begun and treated the a1 field and the first segment of b1001 when the flat panel (fpp) extended and b1001 was ported as a double exposure (2+2 mu). The fpp then retracted by itself and the control console began beeping as if it were treating. The customer hit the rad off button and informed the physicist of the occurrence. Reportedly, without closing the pt from tx delivery, the customer downloaded b2 segments and moved the gantry to the lateral tangent (field b2001). The treatment completed without any other unusual behavior.